Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a pump message indicating to load a new cartridge onto the pump. Customer's blood glucose level was 102 mg/dl. A new cartridge was loaded onto the pump resolving the issue.